Event description:
A hospital in (B)(6) reported via our distributor that they found damage to the expiratory limb of two rt340 adult breathing circuits during the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the two complaint rt340 breathing circuits were returned to fisher & paykel healthcare (fph) in (B)(4) and were visually inspected. Results: visual inspection revealed that in both cases the evaqua expiratory limb had a hole. In one device the hole was located 2.5cm from the proximal connector and in the other device the hole was located 43cm from the elbow connector. A lot check revealed on other complaints of this nature for the lot number provided. Conclusion: based on our visual inspection, the subject expiratory limbs appeared to have been punctured with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails is discarded.in addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported via our distributor that they found damage to the expiratory limb of two rt340 adult breathing circuits during the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt340 breathing circuits are currently en route to fisher & paykel healthcare (fph) in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.